Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid rx basket was used in an attempt to crush stone in the bile duct; however, the basket wire was fractured. The device was removed, and procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, a trapezoid rx basket was used in an attempt to crush stone in the bile duct; however, the basket wire was fractured. The device was removed, and procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on may 18, 2023: it was reported that it was the handle cannula that was fractured, not the basket wire. There was a stone inside the basket when the handle cannula broke. The basket wires were cut using a foreign body forceps to free the stones from the basket and remove the device from the patient.

Manufacturer narrative:
Block h2: additional information: b1 (adverse event and product problem), b2 (outcomes attrib to adv event), b5 (event description) and h6 (impact code) have been updated based on the additional information that was received on may 18, 2023. Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h10: based on media analysis of trapezoid rx basket, it was observed that the handle cannula was detached. In addition, the handle cannula was bent, the sheath was detached, and the working length was kinked. The reported event can be confirmed. Based on the information provided, the most probable root cause of the reported event of handle cannula detached cannot be established due to lack of evidence. The complaint device was not returned, and without proper evaluation of the complaint device, a clear conclusion about the cause of the reported malfunction cannot be determined. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed the handle cannula was detached. However, the cannula was return split in two parts. The working length was returned split in two parts and kinked. The pull wire was returned separated from the working length, kinked, and detached from the cannula. The side car rx was found pushed back. Dimensional inspection confirmed the side car rx was pushed back approximately 2.0 mm, which is out of specification. The distal screw and proximal screw depth are within specification. Based on all available information, the problem found could possibly be related to user manipulation, anatomical factors, and/or techniques applied during procedure. The side car rx push back may be related to user manipulation and/or techniques applied during the procedure while inserting or withdrawing through the scope. Therefore, the most probable root cause for the problems found is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid rx basket was used in an attempt to crush stone in the bile duct; however, the basket wire was fractured. The device was removed, and procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. It was reported that it was the handle cannula that was fractured, not the basket wire. There was a stone inside the basket when the handle cannula broke. The basket wires were cut using a foreign body forceps to free the stones from the basket and remove the device from the patient.